Event description:
During an injection of intavenous contrast, at a rate of 1.4 cc/sec, the pt IV infiltrated. Contrast extravasated into the soft tissue of the dorsal area of the left hand. Approx 30 cc's of contrast agent was extravasated. No information was provided regarding how the pt was treated.